Manufacturer narrative:
B5 describe event or problem was updated. As no device was made available, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The complainant indicated that the cause of the reported deployment failure was related to a use error, however there was not enough information provided to identify a specific use error or establish the root cause.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an unknown application with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). It was stated that the stent failed to open. The physician decided to remove the device. It was not used. The physician provided no further details but stated that it was a user error.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: other code: it is still not clear, if the device is available and will be returned for further investigation. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further details were requested from the physician, but not provided yet. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an unknown application with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). It was stated that the stent failed to open. The physician decided to remove the device. It was not used. No further details are available now.